Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd887703 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of patient made mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient made a mistake / touch contamination (not further specified) which resulted in peritonitis on (B)(6) 2011. The patient was not hospitalized for this event, and treatment was not reported. The outcome of the event of patient made mistake / touch contamination was not reported. On an unreported date, the patient recovered from the event of peritonitis with culture positive for staph. Therapy with dianeal was ongoing. Concomitant medications were not reported. The nurse did provide an opinion of causality for the event of patient made mistake / touch contamination, but stated that the event of peritonitis with culture positive for staph was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.